Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to no device or imagery returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. Additionally, a review of lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported by a field clinical specialist (fcs), it was an off-label case of a 26 mm sapien 3 ultra valve in the pulmonic position via transfemoral approach. During procedure, there was difficulty getting the non-ew sheath in the right ventricle outflow tract (rvot)/ main pulmonary artery (mpa). The 26 mm commander delivery system (ds) with a 26 mm sapien 3 ultra valve was inserted over the wire. After exiting the non-ew sheath, it was attempted to maneuver the ds into the rvot/mpa however, the ds was unable to get into the proper landing position due to difficult anatomy. The team started to lose wire position and due to the tension on the ds, the valve became separated from the pusher. It was decided to remove the ds and valve and then try to reposition the wire. While pulling the ds back over the wire and into the non-ew sheath, the valve moved distally off the balloon shoulder markers, but was still on the balloon. The team was able to get the proximal portion of the valve into the non-ew sheath and pull it back however, the valve became separated from the non-ew sheath at the access incision. A cutdown was performed to make the incision larger and hemostats were used to grab the valve and withdraw the system. It was decided to abort the procedure. The access site was closed with sutures. Per the procedural manual, ''access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure''. It is possible these criteria were not met for this pulmonic case, as it was noted that there was challenging anatomy. In addition, edwards supplementary pulmonic procedural manuals provides guidance around tracking to the landing zone, including use of wire tension to assist in tracking, and to use flexion as needed to navigate. Per the procedural manuals, ''crimped thv aligned on balloon is larger than crimped thv off balloon.'' As a valve aligned on balloon has a larger profile, which may increase the risk of interaction with vasculature and/or the sheath tip during removal. In addition, users are instructed not to force the thv into the sheath. If resistance is felt, they should stop pulling, advance thv past the sheath tip, and ensure thv is centered on the flex tip. Rotate the delivery system before trying to withdraw it again. In this case, it is possible that the valve interacted with the sheath tip during withdrawal, and further manipulation led to the reported thv dislodgement. As such, available information suggests that procedural factors (device interaction due to enlarged profile, device manipulation) may have contributed to the complaint event. However, without further information or applicable imagery, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), it was an off-label case of a 26 mm sapien 3 ultra valve in the pulmonic position via transfemoral approach. During procedure, there was difficulty getting the non-ew sheath in the right ventricle outflow tract (rvot)/ main pulmonary artery (mpa). The 26 mm commander delivery system (ds) with a 26 mm sapien 3 ultra valve was inserted over the wire. After exiting the non-ew sheath, it was attempted to maneuver the ds into the rvot/mpa however, the ds was unable to get into the proper landing position due to difficult anatomy. The team started to lose wire position and due to the tension on the ds, the valve became separated from the pusher. It was decided to remove the ds and valve and then try to reposition the wire. While pulling the ds back over the wire and into the non-ew sheath, the valve moved distally off the balloon shoulder markers, but was still on the balloon. The team was able to get the proximal portion of the valve into the non-ew sheath and pull it back however, the valve became separated from the non-ew sheath at the access incision. A cutdown was performed to make the incision larger and hemostats were used to grab the valve and withdraw the system. It was decided to abort the procedure. The access site was closed with sutures.

Manufacturer narrative:
The investigation is ongoing.